Event description:
The pump was returned for investigation. Investigation revealed the force sensor calibration reading was out of the required specifications. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 04/30/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/30/2014 with the following findings:no loss of primes occurred during investigation. The force sensor calibration reading was found to be out of the required specifications. The pump case was removed and the force sensor resistance reading was found to be within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).